Event description:
Patient reported right side rupture and "anechoic cystic images located in the upper quadrants of the right breast, the largest of them located in the union of the upper quadrants, measuring 1.0 cm ". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.